Event description:
It was reported that the clip slipped when loading for vessel ligation.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the indicator clip partially stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the indicator clip was manually removed. It was observed that the rotation tab was bent down. R & d was consulted. The indicator clip being partially stuck in the rotation tab is an indication that the user cycled the trigger after the device had no clips remaining in the channel, causing the rotation tab to become damaged. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The sample was disassembled to inspect the internal components. It was found that the yoke was broken at the pin position and the proximal end of the feeder was bent slightly. It could not be determined what caused these damages to the device. It is possible that the yoke and feeder were damaged when the rotation tab became damaged. Since no clips were returned, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The sample was returned with the indicator clip partially stuck in the bent rotation tab. R & d was consulted. The indicator clip being partially stuck in the rotation tab is an indication that the user cycled the trigger after the device had no clips remaining in the channel, causing the rotation tab to become damaged. Upon disassembly, it was found that the yoke was broken at the pin position and the proximal end of the feeder was bent slightly. It could not be determined what caused these damages to the device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since no clips were returned, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800730. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip slipped when loading for vessel ligation.